Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned (38) loose 3/10cc, 8mm, 31g walgreens syringes with a poly bag from lot # 0174605. Customer states that the scale markings were slanted. Thirty out of 38 returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 0174605. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for missing print. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm had scale marking issues. The following information was provided by the initial reporter: the consumer reported some of the syringe scale markings lines were slanted. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - review of the device history record was completed for batch# 0174605. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm had scale marking issues. The following information was provided by the initial reporter :   the consumer reported some of the syringe scale markings lines were slanted. Date of event: unknown. Samples: yes.